Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The blood glucose level was 35 mg/dl and then it was between 44 mg/dl and 52 mg/dl. Customer stated that they had blood glucose ranging from 110 mg/dl to 115 mg/dl. After few days the blood glucose was 134 mg/dl, 148 mg/dl and 187 mg/dl. Customer treated with juice and sometimes sugar for low blood glucose. Customer also reported getting alert for cannot find sensor signal and sensor updating. Troubleshooting was declined for low blood glucose. No product will return for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.